Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, in an unstable angina patient, the console generated a gas gain in iab circuit alarm. Blood was found in the extender tubing. The iab was replaced to continue therapy. Sclerosis and severe calcification from iliac artery to around abdomen were noted in the patient vessel. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, in an unstable angina patient, the console generated a gas gain in iab circuit alarm. Blood was found in the extender tubing. The iab was replaced to continue therapy. Sclerosis and severe calcification from iliac artery to around abdomen were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
Additional information - serial # - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint # (B)(4), record ID # (B)(4). Device not returned.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the sheath and catheter. The returned sheath was a non-maquet device. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and pressure tubing was performed and one leak was detected on the membrane approximately 1cm from the rear seal measuring 0.013cm in length. The reported alarm and blood in tubing problems were most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak on the membrane. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review and trend evaluation was completed for the reported product. No nonconformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, in an unstable angina patient, the console generated a gas gain in iab circuit alarm. Blood was found in the extender tubing. The iab was replaced to continue therapy. Sclerosis and severe calcification from iliac artery to around abdomen were noted in the patient vessel. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, in an unstable angina patient, the console generated a gas gain in iab circuit alarm. Blood was found in the extender tubing. The iab was replaced to continue therapy. Sclerosis and severe calcification from iliac artery to around abdomen were noted in the patient vessel. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint #(B)(4).